Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the touchpad to resolve the issue. Following service, the system was tested and verified as ready for use. As of the date of this report, the touchpad involved with the reported event has not yet been received.

Event description:
It was reported that during a da-vinci assisted radical transvesical prostatectomy surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted by the nurse for troubleshooting support and to report that the touchscreen calibration was off and the surgeon side console (ssc) was not usable. The customer stated that it got worse and worse in the past weeks and now the main used ssc was not usable anymore. The surgeon sat on the second ssc for the current surgery. There were no errors in the error logs. The procedure was completed as planned with no patient harm, serious incident or injury.